Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On 2/15/2017, the reporter contacted animas and alleged the user alleges occlusion alarms with infusion set tubing/site/cartridge. The patient has a blood glucose over 500 mg/dl with large ketones and symptoms of blurred vision, abdomen pain, nausea, increased thirst, increased urination , dizzy light headed, very tired difficult to wake up. Patient required no unusual treatment. . During troubleshooting customer support found that the instructions for use were not followed/ the cartridges were not stored at room temperature. Cs attributed the excursion to misuse of the cartridge. This complaint is being reported as the patient experienced hyperglycemia related to improper use of the cartridge.